Event description:
A hospital clinical engineer reported that the tip of a bf-p240 became hot during a procedure but added that it was not enough to burn a patient. He stated that colors-bands (i.e., blotchy colors) and noise were observed on the monitor before total image loss was experienced. The case was completed with a second scope and there were no complications associated with the occurrence.